Event description:
--

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device header was examined. Visual inspection noted that a wrench tip was broken off in the left ventricular (lv) ring setscrew hex slot. All other setscrews moved freely and operated normally. Further microscopic analysis noted that the lv ring setscrew was stuck in the up position, and its retainer cap was bent. The distal lv connector block was pushed out and its retainer cap was removed to further inspect the setscrew threads and functionality. The setscrews were removed from the connector block and no irregularities in the setscrew threads or in the threads of the connector block were revealed. Another setscrew was screwed in its place and operated normally. The thread depth of the connector block is within physical specification for this model device. Device interrogation revealed a battery status of good. Technicians exposed the device to simulated heart load conditions, and then tested the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of detailed tests were also performed to measure the electrical performance of the device. Normal function was observed and the pacemaker did not exhibit any anomalies. All impedance measurements were normal. The initial allegation of stuck setscrew was confirmed by analysis. It appeared the stuck setscrew was induced due to using a non bsc hex wrench when loosening the left ventricular (lv) ring setscrew to remove the lv port plug.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing impedance values of greater than 2000 ohms on the left ventricular (lv) channel. During the implant procedure, the physician had difficulty unscrewing the proximal set screw. A piece of the wrench broke off in the header. This small piece was removed with forceps, and the lv lead was then inserted into the device. It was noted, however, that the proximal pin was not connecting properly, and impedance measurements of greater than 2000 ohms were observed. The physician elected to replace this crt-d with a new device, and all measurements were then taken and found to be within range. There were no adverse patient effects reported.

Manufacturer narrative:
--